Manufacturer narrative:
Customer called reporting unexpected negative reactions on the echo. A patient sample with a history of anti-k and anti-jka was negative on echo for anitbody screen. Testing with capture-r ready ID ( crrid) resulted in negative or equivocal reactions with all cells. Initially, this sample was reported as containing anti-fya. Reactivity of the jka and k antigens was confirmed on capture-r ready screen (crrs) (3), lot r037 by retention testing and DHR review, respectively. Reactivity of the jka antigen was confirmed on retention crrid, lot ID 111by DHR review.these products were used at the time of the event. The customer did not return sample for investigation testing.

Event description:
Customer called reporting unexpected negative reactions on the echo. A patient sampe with a history of anti-fya was negative on echo, but run in manual capture gave 1+ reactions, identifying an anti-fya.no transfusion reactions were reported as a result of this unexpected negative reaction.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready screen (crrs) (3), lot r037 and retention crrid, lot ID 111 and extend, lot dp033. These products were used at the time of the event. The customer did not return sample for investigation testing.